Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the moderately tortuous and calcified anastomotic stricture of a shunt vein within the radial vein. The 4.0x40mm symmetry balloon catheter was advanced to the lesion with no resistance noted. The balloon was then inflated to 16 atms; however, it ruptured. The number of inflations and to what atms is unknown. Following the balloon rupture, the patient experienced pain and bleeding was noted under fluoroscopy. The physician applied firm pressure to the patient's skin in order to stop the bleeding. The procedure was completed with another of the same device. No further patient injuries or complications were reported. Patient status is listed as "good."